Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that transmitter was not able to charge. Customer reported that blood glucose runs high without sensor, between 400 mg/dl and 500 mg/dl. Customer reported that blood glucose levels were high due to eating schedule.